Event description:
Medline restore nitrile gloves with maxoat+ - medium sized gloves found with spots that look like mold on gloves from the box lot an506610288, MFR date 2025-06-01, shipped to manufacturer to investigate. Manufacturer response for exam glove, restore max oat, medium (per site reporter).